Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. : device history : lot part: 314.030, lot: l275508, manufacturing site: (B)(4), release to warehouse date: 17.mar.2017. The device history record shows this lot of 96 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2018 during an unknown procedure, while implanting the cortex screw using a hexagonal screwdriver with a drill, the head of the screwdriver shaft shear off in the screw head recess. This procedure was the reason for opening a carbide drill bit to drill out the hexagonal screwdriver shaft head. A new screw was placed in the hole adjacent in the plate. The procedure was successfully completed with a 20 minutes surgical delay. Patient outcome is good. Concomitant devices reported: cortex screw (part #unknown, lot #unknown, quantity #1), unknown drill (part #unknown, lot #unknown, quantity #1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.